Event description:
It was reported that during use with bd facs¿ lyse wash assistant carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: appearance of debris in the analyzed tubes.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Correction. Investigation summary has been updated from: ¿ risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. To: ¿ risk analysis: risk management file part # 337146ra, vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. H3 other text : see h.10.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: appearance of debris in the analyzed tubes.

Event description:
It was reported that during use with bd facs¿ lyse wash assistant carryover occurred. There was no report of patient impact. The following information was provided by the initial reporter: appearance of debris in the analyzed tubes.

Manufacturer narrative:
H6. Investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). ¿ problem statement: the customer reported that they were experiencing a carryover issue. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 09mar2021 to 09mar2022. ¿ complaint trend: there are 10 complaints related to the issue of carryover. Date range from 09mar2021 to 09mar2022. ¿ manufacturing device history record (DHR) review: DHR part #337146, serial # (B)(6), file # 337146-k14600402-900180665-09, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the customer observing carryover between sample tests was due to a dirty fluidics system. The customer had initially reported this issue in case (B)(4) but the issue was not resolved. They observed overcompensation between apc-cy7 and pe-cy7 in the canto software, and in diva the problem does not appear. An fse (field service engineer) came onsite for the repair and checked the instrument. The 780/60 and 660/20 filters were replaced but the issue remained. When checking the emission power of the blue laser, the fse found a power of 12.5 mw. In a followup visit, the blue laser optical fiber was replaced and aligned (pn 33538309) and the power was measure to be about 15.3 mw. The instrument was then tested with cst and 7 colors tests and the instrument was confirmed to be functioning as expected. Although there was carryover, the customer reported that the erroneous results gathered were not from patient samples for diagnostic testing and thus did not have any impact on any patients. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-01 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02366607, case # (B)(4). Install date: 29mar2019. Defective part number: n/a. Work order notes: o subject / reported: presence of debris. O problem description: appearance of debris in the analyzed tubes. O work performed: decontamination with facsclean of the lysewash circuits. O lwa system checks. Air pressure test / vacuum calibration / vacuum test / lyse & fix dispensing tests ok. Washing test ok. Instrument operational. Results conform to bd specifications. Telephone follow-up over the next few days. On my follow-up call, the tests are conclusive, there is no more debris and the images are beautiful. Functional instrument. O cause: contamination. O solution: decontamination. ¿ returned sample evaluation: a return sample was not requested because the replaced part was not required for this investigation. ¿ risk analysis: risk management file part # 337146ra, rev. 02/vers. C, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes or no? O ID: 2.1.1. O hazard: carryover. O cause: clogged orifice. O harmful effects: incorrect results, damaged instrument. O risk control: replace orifice at each pm interval. O implementation verification: reliability testing in sv lab; protocol: gppd0010-03 rev a. O effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 10/mar/2010. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the carryover between sample tests was due to a dirty fluidics system. ¿ conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a dirty fluidics system. The fse confirmed the issue and started by decontaminating the lysewash circuits with facsclean. They then checked the lwa system with air pressure tests, vacuum calibration and tests, and lyse and fix dispensing tests. The instrument was confirmed to be functioning as expected and there was no more debris present in the sample tests. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level.